Event description:
It was reported that during a breast biopsy procedure, the blue cable vibrated unusually. The case was not completed. There was no patient consequence. Unknown how the case was completed.